Event description:
A customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting, the pump began charging using the original charging supplies and no further assistance was required.